Manufacturer narrative:
Lead was explanted and returned for analysis. Upon receipt, the lead under complaint was found cut 6cm distal to the is-1 connector pin into two segments. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis revealed 4.5cm proximal to the lead tip that the insulation was found damaged due to wear, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a ruptured insulation 11.5cm and 24cm distal to the is-1 connector pin, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the rv intrinsic amplitude had dropped significantly and that the presenting rhythm looked like it was intermittently capturing. There were also several logged episodes where there was rv noise on the egm. Recommended they page a local rep to do further testing to confirm. They said they would do that and would be consulting cardiology.